Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026. The infusion set tubing detached from the site, with insertion locations in the arm and abdomen. The patient's blood glucose level was elevated and was treated with a syringe bolus. The infusion set was replaced, and insulin delivery was successfully resumed. No further information available.